Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented for a pump exchange due to high pump powers and a ramp echocardiogram that was performed did not show appropriate unloading of the ventricle. The patient's lactate dehydrogenase (ldh) level upon admission peaked at 681 including sustained high pump power. Reportedly, the event occurred status post splenectomy as the patient needed fresh frozen plasma (ffp) pre-operatively. The patient was taken off coumadin and prasugrel for the pump exchange. The log file downloaded from the associated system controller was submitted to the MFR for analysis which revealed a total of 7 power elevations that were not associated with pulsatility index (pi) events.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.